Event description:
It was reported that during a lead explant, the physician was unable to extract the entire lead. The remaining part of the lead was capped and remains in the patient. The device was explanted. The lead and device were removed because the patient is undergoing radiation treatment in the left chest area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.